Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: the wire broke, but ¿no tissue left inside patient¿. There were no patient symptoms or complications associated with this event. Investigation conclusion: the reported issue was confirmed. There is one wire that is severely frayed but not completely broken within the multi-leaf element which visually relates to the reported complaint description, all other wires appear in place and intact. The polyimide tubing insulation is severely degraded and melted on one of the stews. The confinement sleeve tip and the trocar tip legs are severely degraded and melted. However, it cannot be determined what caused the wand damage. Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During a bles procedure, the intact wire fractured. Nothing detached from the wand and there was no impact to the patient.